Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit display properly and no display anomaly noted. Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery alarm due to unresponsive button.

Event description:
The customer reported via phone call that they had to change out batteries every 3 to 4 weeks. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.